Event description:
Patient presented to clinic with medtronic pump, ordered by her primary care doctor. Pt had no knowledge of: multiple dose injection therapy, carbohydrate counting, checks blood sugars 1-2 times a day, did not know signs/symptoms of hypoglycemia or how to treat hypoglycemia. Did not know how to correct hyperglycemia.